Manufacturer narrative:
The insulin pump passed the displacement test, rewind test, basic occlusion test, prime/compromised force sensor system, excessive no delivery test, occlusion test, self-test, and unexpected restart error test. No excessive no delivery alarms were found. The unit passed all operating currents tested within the range and passed the off no power test. The unit had a cracked battery tube thread and a cracked reservoir tube lip.

Event description:
The customer called to report excessive no delivery alarms. The customer's blood glucose level was 564 mg/dl. The customer treated with the insulin pump. The alarm was resolved by a complete set change. The customer declined to perform the high pressure test. The customer declined to finish troubleshooting due to trying all remedies. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and to return their device back for analysis.